Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). A revision surgery was scheduled to address the experienced. There were no patient complications.